Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) level was 125 mg/dl. A system check was performed and the occlusion was found to be within the cartridge. A cartridge change was performed to address the event. Subsequently, insulin drips were not observed to be dripping out of the infusion set tubing or cartridge tubing during the load fill tubing sequence. Customer's bg was 374 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.